Event description:
The user facility reported to terumo cardiovascular that pre-cardiopulmonary bypass surgery, there was a "massive air leak in cardioplegia circuit. Date unk." Prior to cpb, the cardioplegia delivery line was primed to the table with no sign of leaks or air. On 1st dose of cardioplegia, gross air was observed in the cardioplegia circuit proximal to the cardioplegia roller pump and in the conducer heat exchanger, and heading toward the bubble trap. The air was observed, the cardioplegia pump was stopped, and the delivery line was clamped. No air was observed in the delivery line. The remainder of the 1st dose of cardioplegia was given by squeezing the drug bag into the cardioplegia cannula by way of a spiked tubing line. After the 1st dose, a replacement custom cardioplegia kit was set-up and primed and all remaining doses were delivered by the replacement kit without issue. There was 25 cc blood loss. The initial dose of cardioplegia was delayed about 90 seconds. Surgery was completed successfully and there was no observed harm of the pt.

Manufacturer narrative:
Terumo has not received the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).